Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was provided from a company representative (rep) stated that the patient was advised to track her bolus¿s if this was a concern for her and we can compare to the pump logs.

Event description:
Information was received from a consumer regarding a patient receiving hydromorphone (1.5 mg/ml at 0.1775 mg/day) via an implanted pump. The pump was previously delivering morphine. The indication for pump use was non-malignant pain. The patient reported that their 'readings' do not correlate to the boluses they're taking. The patient stated, ¿it will say 17 throughout the day and I'm pumping it all the time and it's like I have 15 lefts, at say 8pm.' The patient stated, 'I'm still hurting, and they think they are registering but it's not getting anything.' When agent inquired about the event date, the patient stated, 'since I got this new med about a month ago,' then stated, 'about 3 weeks ago,' then stated 'I just bumped to hydromorphone after a year of being on morphine.' The ptm (personal therapy manager) programming was accessed during the call and noted ¿bolus duration 1 minute - lockout duration 1 hour - bolus restriction window 1 bolus / 1 hour - boluses per day 18 - boluses left 16.¿ the patient stated they just woke up, so they don't think they've used 2 boluses. The agent noted that the patient appeared to have difficulties navigating and understanding the equipment and had recommended that the patient keep a manual log of boluses and follow-up with her healthcare provider. Additional information was received on june 5th, 2025, from the patient via a company representative who reported that they met with the patient and the patient reported that she never experienced a ¿loading pump settings¿ process priorto pressing her bolus initiation button. From the reporter¿s understanding of the ptm, this was always a part of the therapy. The agent confirmed that it was a part of the normal function of the equipment to connect to the pump, but if the app was left open, the patient may not have to connect again. During troubleshooting, the patient¿s screen was stalling at 90% load on the ¿loading pump settings¿ and ¿providing bolus¿ screen. Per t he reporter, the patient was allowed 18 boluses in 24 hours and at first glance of the logs it looked like she utilized the majority of her boluses in a 24-hour period. Per the reporter, the patient also mentioned the number of boluses appeared differently on her ptm compared to what should be allowed. It was noted that the patient did not present any information insinuating that she had tracked her boluses compared to the device since she called in previously.

Manufacturer narrative:
Continuation of d10: product ID a820 lot# serial# unknown implanted: explanted: product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown, ubd: , UDI#: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.